Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain with bloating. The cause was not reported. It was reported that the patient received unspecified "treatment for peritonitis as an outpatient". At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. It was also reported that the patient experienced cloudy effluent as an additional manifestation of the ongoing peritonitis event. The patient was treated with levofloxacin (500mg) for the event. At the time of this report, the event of cloudy effluent was not resolved, and pd therapy was temporarily discontinued until full recovery from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.